Manufacturer narrative:
A ge service rep performed an on site investigation. The e-switch was found off. This was corrected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 had no power and would not boot up. No pt injury was reported.